Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and fake skin material was observed on the underside of the sensor with the sensor tail protruding it. The sensor has been modified from its original configuration. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the customer noticed ¿itching¿ at the insertion site and noted having contact with a healthcare provider who prescribed a ¿cortisone-based" cream. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the customer noticed ¿itching¿ at the insertion site and noted having contact with a healthcare provider who prescribed a ¿cortisone-based" cream. No additional information was provided. There was no report of death or permanent injury associated with this event.